Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analysis center (pac) and it was determined that the cause of the issues was the disconnected connector. The capacitor wire was reconnected to resolve the issue. The customer received a replacement device under warranty and the device was archived by stryker.

Event description:
A customer contacted stryker to report that their device did not provide defibrillation energy during testing. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involvement reported with the event.